Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis with a cracked housing. During analysis, the device was powered up and it started double beeping. Service will replace the downstream sensor to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited double beeps. There was no patient involved in this event. No adverse effects were reported.